Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/28/2025, the user's caregiver reported that the user¿s ilet touchscreen was cracked but remained functional. A replacement was arranged. No blood glucose impact or injury was reported.